Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cassette not attached alarms multiple times, 42224 as well. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a intermittent failure on main board and downstream occlusion sensor (dso) assembly. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because the pump displayed error code 42224 and a cassette error occurred. The investigation of the event history log (ehl) confirmed the customer¿s complaint, identifying a problematic downstream occlusion sensor. This issue was determined to be reportable. The event occurred during pre-test.